Manufacturer narrative:
The complainant reported 'infection and site reopening - having some issues with the skin glue. Unfortunately, we don't track lot numbers- but I'm going to start. Attached are photos we just received from a patient. And this is one of multiple we've had in the last couple weeks. The glue is causing infection on the surgical site- and site reopening.' Although no medical intervention was confirmed, wound dehiscence is a defect that usually requires medical intervention. No lot information has been provided, limiting the investigation, however, viscosity and set time are tested at batch release. Initial importer MDR: 1417592-2026-02097.

Event description:
The complainant reported 'infection and site reopening - having some issues with the skin glue. Unfortunately, we don't track lot numbers- but I'm going to start. Attached are photos we just received from a patient. And this is one of multiple we've had in the last couple weeks. The glue is causing infection on the surgical site- and site reopening.'